Event description:
Consumer reported upon removal of a tampon the pledget fell apart. She manually removed the remaining pledget piece from her vaginal cavity. She experienced vaginal itching, irritation and burning with urination so she contacted her doctor via a phone call. The doctor diagnosed her over the phone with having a yeast infection and instructed her to use over the counter monistat and her symptoms improved. She did not have any further medical follow-ups planned.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.